Event description:
The physician attemped arteriotomy closure with the closer s 6 fr. Device following placement of a stent. It was reported that a "sheathogram" was done prior to device placement and the vessel looked "good." The insertion was reported to be "difficult." It was reported that pulsatile mark was not obtained. The foot, needle and suture deployments were uneventful. Upon needle retrieval a bilateral cuff miss was noted. The foot was parked without problem. The device was not able to be removed from the pt's artery. After some rotation and manipulation of the device by the operator, the device was reported to break in half at the foot. The pt was taken to surgery for device removal. The pt was reported to be "fine" post-operatively. There was no report of further adverse pt sequelae.